Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4). It was reported that following the procedure the patient experienced abdominal pain, digestive problems, scar tissue, hernia recurrence, nausea, cramping and pain. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4) - surgical intervention. Additional narrative: it was reported that following the procedure patient experienced adhesions, bowel obstruction and seroma. It was reported that the patient underwent mesh revision on (B)(6) 2017 due to mesh has separated.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018

Manufacturer narrative:
Date sent to FDA: 07/16/2019.